Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. A correction bolus via the pump was delivered and a manual insulin injection was administered to address bg. Tandem technical support performed a pump system check and determined the cartridge had been in use past labeling. Tandem technical support educated the customer on cartridge and insulin labeling. In addition, tandem technical support determined the pump functioned as intended.